Event description:
It was reported that after implanting this right ventricular (rv) lead the pace impedance measurements were high thus the lead was not implanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this right ventricular (rv) lead the pace impedance measurements were high thus the lead was not implanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.